Event description:
Additional information was received from customer which reported that the cutter was removed with forceps. The procedure was completed after replacing the vitrectomy cutter. Upon an internal review of the file this report of the cutter tip broke and did not cut during the surgery with aspiration condition normal, also an abnormal sound was heard with no patient harm.

Manufacturer narrative:
Additional information provided in b.5., d.9., and h.10. Correction provided in h.2., h.6., h.11. Additional information was received from customer which reported that the cutter was removed with forceps. The procedure was completed after replacing the vitrectomy cutter. Upon an internal review of the file this report of the cutter tip broke and did not cut during the surgery with aspiration condition normal, also an abnormal sound was heard with no patient harm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter broke and managed to be retrieved from the eye during same surgery. The procedure and patient harm details was not reported. Additional information was received from customer which reported that the cutter was removed with forceps. The procedure was completed after replacing the vitrectomy cutter.